Event description:
Customer reported the right monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor cables. System operates as intended.